Event description:
I had essure placed in 2002. Since that time pain, fatigue, and loss of hair have been a major issue. I have been to the doctor and they have ran all blood work and sonograms to figure out what is causing it. Everything comes back normal.